Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2015. Subsequently, a revision procedure was performed on (B)(6) 2015 due to dislocation. During the procedure, the patient was revised using constrained acetabular components.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. There are warnings in the package insert that state this type of event can occur. Under warnings it states, "the ringloc bi-polar acetabular prosthesis can dislocate." Under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions."

Manufacturer narrative:
This follow up report is being filed to relay the results of the product evaluation, which was not complete at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found device was within appropriate design specification. During the evaluation, it was noted the root cause of the event was most likely user error.